Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The caller was advised to continue using the pump and to contact support if the issue recurs, which the caller acknowledged and understood.